Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service:with this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. The root cause of the ventilator was a defective o2 mixer assembly. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.

Event description:
This t1 was delivered to the customer at the end of february 2020. Upon inspection by the local staff, the message "oxygen supply failed" was displayed. Even if the oxygen concentration is set to 61% or 90%, the oxygen concentration only goes up to 44%. The pressure in the high pressure pipe is about 4 bar, so there is no problem. Is there a problem with the oxygen mixer?